Event description:
It was reported that some strips showed that the ventricular lead was not sensing or capturing appropriately. Oversensing was noted as there was many short interval counts. The ventricular and atrial leads were suspected as possibly being dislodged. The device was programmed to vvi 50 mode and the leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5086mri58 lead, (B)(6) 2014. (B)(4).